Manufacturer narrative:
The actual device was not available; however, two companion samples and a photograph of the sample were received for evaluation. Visual inspection of the provided photographic samples, showed a disconnection between the tube to chamber. The reported condition was verified. The two retention samples underwent visual inspection which did not identify any abnormalities that could have contributed to the reported condition. All junctions underwent a push-pull test, and no disconnections were noted. Air passage and underwater leak test were performed, and no blockages or leaks were identified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set tubing separated from the chamber. The separation occurred when the ¿punch¿ was being tied in with the chemotherapy mixture. There was no report of patient injury or medical intervention associated with this event. No additional information is available.